Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what were the indications for surgery? Low rectal carcinoma. What is meant by "incomplete staple line?" The staples formed properly from one edge of the staple line, but at the other end the staples did not form 'b' shape and tissue was not captured, leaving an unstapled opening on the cut line. Did staples deploy and form on the proximal side of the knife? If so, what was their form/shape? All staples deployed, but some did not form 'b' shape. Did staples deploy and form on the distal side of the knife? If so, what was their form/shape? Unable to visualize. What color cartridge was used? Green. Was the distal transection completed in one or multiple firings of the device? One was the device difficult to close? Yes. Was the device difficult to fire? No. What is the current patient status? Possible permanent stoma.

Event description:
It was reported that during a bowel procedure, the surgeon fired the device across the bowel and resulted in an incomplete staple line, only transecting 1/2 the specimen. The patient required a colostomy as a result of the device failure.

Manufacturer narrative:
(B)(4). Batch # p56y0p. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient was a large man, approximately (B)(6). The procedure was a low anterior resection for rectal cancer. The patient had a t1 tumor inside a large polyp and did not receive any pre-op chemotherapy. The surgeon uses this device routinely for these types of procedures. During the lar under the mesorectum, the surgeon tried to close the device. The tissue felt thick but he was able to close the device. He was confident the pin was down but the device required a large amount of force to close. When he fired the device, the force to fire seemed normal. The staples did go to the end of the bowel but had an open area ½ cm to 1 cm in length at the tip/toe of the staple line. He was concerned about the pelvic floor. He put in a dilator for the eea stapler and could see an opening on the pelvic end through the rectal stump. He tried to put in stitches to close the defect and pass the circular stapler. He managed to fire the circular but diverted with a loop ileostomy. The patient is doing well. He has seen him post-op and performed a digital exam and the end to end anastomosis seemed to be intact. There were no signs of a leak. The ileostomy will be reversed. The surgeon doesn¿t believe there was a mechanical issue with the device but was related to patient factors. The ethicon team reviewed with the surgeon that this device can be used for multiple firings. The sales rep has been asked to provide an in-service with the staff to communicate the use of the device for multiple firings and how to reload the device.